Event description:
It was reported that the device was used during a laparoscopic assisted right colectomy. The original procedure was a side to side anastomosis and everything looked great. There were four firings of this device using blue reloads; two for proximal and distal firings, one for the anastomosis and one to close the common otomy. The surgeon stated that the patient had displayed bleeding 3-4 days post op. The "crit" dropped to 5 and four units of blood had to be administered. The bleed stopped with no further intervention. The patient is doing fine.

Manufacturer narrative:
(B)(4). Information unavailable. The device was not returned. Additional information received: please clarify if it was the hematocrit or hemoglobin that dropped 5? Dr. (B)(6) told me the "crit" dropped to 5 and he have 4 units of blood. What testing was done to identify the source of the bleeding? No testing was done to determine the bleeding other than monitoring the patient's stool. What was the source of the bleed? Dr. (B)(6) believes it was from the anastomotic staple line, though he did comment that this occurrence happens to everyone. Did the patient have bloody stool? Yes. What were the pre op meds? Unknown. Was buttressing material utilized during the procedure? If so, which product? No. Was the instrument fired across or near an existing staple line or clip? Yes, staples. Were any unexpected noises heard? No. If so, when? During the operation, what was the appearance of the staple line? They were inspected and seems acceptable enough to continue closer. What were the quality and/or thickness of the tissue in the area where the device was fired? (Friable, thin, regular, thick, etc.)? Regular. Was a leak test completed? No. Was there an inspection of the staple line on both sides of the tissue (i.e., anterior / posterior)? If yes, what did it show? Yes. Appeared "ok". Was the firing to close an ostomy? If so, which firing. Yes, 4th firing. What were the patients pre-op diagnosis and/or pre-existing conditions that could have impacted the patients health/surgical outcome? Unknown.